Event description:
The patient implanted with the subject pacemaker was admitted to the hospital; on (B)(6) 2016 at 4:05 p.m., the patient had a vf that was treated and reduced by an external defibrillation shock. Afterwards, the physician checked that the pacemaker was operating properly, but he noticed that no vf episode had been recorded in the pacemaker memories on (B)(6) 2016. An explanation is requested.

Event description:
The patient implanted with the subject pacemaker was admitted to the hospital; on (B)(6) 2016 at 4:05 p.m., the patient had a vf that was treated and reduced by an external defibrillation shock. Afterwards, the physician checked that the pacemaker was operating properly, but he noticed that no vf episode had been recorded in the pacemaker memories on (B)(6) 2016. An explanation is requested.